Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pacemaker noted that right atrial (ra) lead was over-sensing noise resulted in false atrial fibrillation episodes. The noise was reproducible. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.